Event description:
It was reported that the customer experienced a low blood glucose (bg) of 68 mg/dl that decreased to 42 mg/dl and customer was ¿very lethargic¿ and ¿out of it¿. The customer¿s parent provided the customer with glucagon and peanut butter to treat the low. On (B)(6) 2023 the customer was taken to the hospital and admitted to the intensive care unit. Customer¿s blood glucose was 29 mg/dl. Customer was treated with glucagon and intravenous fluids of saline. Treatment resolved the issue, however the customer developed diabetic neuropathy in the legs. Customer was released from the hospital on (B)(6) 2023. A log review performed by tandem technical support indicated that a load fill tubing was performed while the pump connected to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.